Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 alarm and pump error 4 alarm confirmed in the device history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failures alarm and a motor communication error alarm. Customer blood glucose reading was unknown. Troubleshoot was performed, and the customer was able to clear the alarm and rewind, but the insulin pump then failed the self test. Insulin pump will be returning for analysis.